Manufacturer narrative:
No further information concerning this event was provided by the field. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--

Manufacturer narrative:
(B)(4). This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and right ventricular (rv) lead exhibited a high out of range pacing impedance measurement of greater than 2000 ohms. Loss of capture at maximum outputs and oversensing of noise was also observed on the rv channel. The physician believes the rv lead is fractured and may not be fully inserted into the header of the device. No intervention has been performed at this time and the device was reprogrammed and continues to remain implanted and in service. No adverse patient effects were reported.